Manufacturer narrative:
(B)(4). A sample for evaluation is anticipated but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection did not identify the reported condition; as no particulate matter found in the fluid pathway or on the exterior surface of the eva tpn bag, or within the sealed exterior protective outer pouch. Based on investigation findings, the reported issue could not be confirmed and device was found to be within specification. Should additional relevant information become available, a follow-up report will be submitted.